Event description:
Subsequent to the initial medwatch, received maude report (B)(4): "event description: abbott vascular .014 ironman guidewire. During procedure distal tip of guidewire separated from body of wire. Unable to retrieve wire fragment. Fragment migrated distally and became lodged in the deep (profunda) femoral artery. It was determined at that time that wire fragment would cause no harm to pt." Device available for evaluation: yes. No additional information provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Excessive force used during advancement against resistance. Sheath: 6 fr cook shuttle sheath. Stent: xact . Embolic protection: emboshield nav 6. Factors that may contribute to resistance while in the lesion may include, but are not limited to, patient anatomy, lesion morphology, device selection, device placement technique, and/or interaction between associated devices. In certain circumstances, such as manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearances can be reduced to an undesirable level and could lead to resistance. In this case, it was reported that the right internal carotid artery was occluded which could have contributed to the reported resistance. Reportedly, the physician applied excessive force but the guide wire did not advance and when the guide wire was removed, it was noticed that the tip was separated and was in the sheath. Per instructions for use (IFU) warnings section; do not: 1. Push, auger, withdraw or torque a guide wire that meets resistance. 2. Torque a guide wire if the tip becomes entrapped within the vasculature. 3. Allow the guide wire tip to remain in a prolapsed condition. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. It appears that the excessive force applied to the guide wire contributed to the reported guide wire separation. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser, performs non-destructive tip pull test and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. Review of the device lot history record found no non-conforming material records associated with this lot. A query of the complaint-handling database was performed and there were no other incidents reported for this lot. Overall, a conclusive cause for the reported resistance could not be determined and the reported guide wire tip separation appears to be related to user improper use of the guide wire and there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). Although it was previously reported the device would be returning for investigation, subsequent information indicates the hospital would not release the guide wire, therefore, it will not be returning.

Event description:
It was reported that during a stenting procedure in the right internal carotid artery an xact stent delivery system (sds) was advanced to the target lesion. Before stent deployment, an iron man guide wire (gw) was advanced as a buddy wire for extra support. The iron man met resistance with the sds and was unable to advance out of the 6 fr cook shuttle sheath. Excessive force was applied but the gw did not advance. The stent was deployed and the sds was removed. The gw was removed and it was noticed that the tip was separated and was in the sheath. The emboshield nav 6 filter was then removed successfully and without difficulty. The shuttle sheath was pulled back but the separated gw tip remained near the proximal end of the deployed stent. A gooseneck catheter was used to snare the separated tip and pull it back into the sheath. While removing the sheath, the tip came out of the sheath again in the abdominal aorta and floated down to the left superficial femoral artery. Snare attempts were unsuccessful and the gw tip was left wedged in the profunda. It was felt that the tip was securely wedged in the vessel and, therefore, no additional intervention was performed. The procedure was prolonged an additional hour due to the tip separation. Additionally, after the filter was removed the patient experienced slurred speech, diagnosed as transient ischemic attack that resolved completely within 20 minutes without treatment. The patient was hospitalized overnight for observation and was discharged to home the next day in baseline neurologic condition. No additional information was provided.